Manufacturer narrative:
The explanted devices will not be returned to bsn for further evaluation as they were discarded by the medical facility.

Event description:
A report was received that a patient's precision system was explanted due to an infection at the pocket site. The symptoms were fever, drainage, and a red swollen pocket. The patient was treated with vancomycin orally two weeks prior to being explanted. The antibiotics did not resolve the infection and the physician chose to explant the patient. The patient was reportedly doing well following the explant procedure.